Manufacturer narrative:
No product has been returned for evaluation. It is unknown if patient complied with post-operative physical restrictions. No root cause can be confirmed at this time.

Event description:
Information was received that a revision surgery will be performed on (B)(6) 2020. As per reporter, x-ray images revealed that the nail on the left side was not lengthening.

Manufacturer narrative:
The customer¿s report of the nail was not lengthening was not confirmed; the returned precice stryde was inspected and no damage was found. X-ray images of the internal components showed no damage and revealed the nail to be partially distracted. The nail was functionally tested and was able to distract and retract with the erc and high speed magnet. The root cause for the customer¿s report was not determined. Review of the device history record for the nail confirmed that it met all of the required quality inspections. Complaint records show similar failures reported in the past.